Event description:
It was reported that the stent moved on balloon. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention (pci) of the right coronary artery (rca). However, during unpacking, it was found that the stent was partially off balloon and the balloon marker was 3-4mm below the stent. The procedure was completed with a different device. No patient complications were reported.